Event description:
Customer reported the skin spacer was missing. No pt injury was reported.

Manufacturer narrative:
A ge repevaluated the system and replaced the skin spacer. System operates as intended.